Manufacturer narrative:
Visual inspection found of the logs confirmed there was a 9 second gap in the readings. Results of functional testing indicate an internal transfer of server was conducted which has put the device back to operating as designed.based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. He device was operational after repairs after the internal transfer was completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that the pic algorithm miscategorized beats and generated a yellow alarm when a red alarm was expected. The device was in use on a patient. There was no report of patient or user harm.